Event description:
It was reported that a malfunction alarm occurred with a code displayed as malf 0. There was no adverse impact to the customer's blood glucose level as it did not exceed critical thresholds. Technical support provided pump reset information and assisted the customer in resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump while monitoring for any future issues, with instructions to call back if they re-emerge.